Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"), exostosis ("bone spur"), intervertebral disc degeneration ("degenerative disk disease"), arthritis ("arthritis") and back pain ("back problems / pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, exostosis, intervertebral disc degeneration, arthritis and back pain outcome was unknown. The reporter considered arthritis, back pain, exostosis, intervertebral disc degeneration, medical device removal and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received: new events added: bone spur, degenerative disk disease, arthritis, back problems / pain. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('hysterectomy/back problems / pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), exostosis ("bone spur"), intervertebral disc degeneration ("degenerative disk disease"), arthritis ("arthritis"), migraine ("migraine headache"), complication of device removal ("there were some complication with my surgery so recovery took a little longer time than expected"), adverse drug reaction ("I have so many problems and awful side effects from having essure procedure done.") And headache ("headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the back pain, urinary incontinence, exostosis, intervertebral disc degeneration, arthritis, migraine, complication of device removal and adverse drug reaction outcome was unknown and the headache had resolved. The reporter considered adverse drug reaction, arthritis, back pain, complication of device removal, exostosis, headache, intervertebral disc degeneration, migraine and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to back pain and event migraine headache added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"), exostosis ("bone spur"), intervertebral disc degeneration ("degenerative disk disease"), arthritis ("arthritis"), back pain ("back problems / pain"), complication of device removal ("there were some complication with my surgery so recovery took a little longer time than expected") and adverse drug reaction ("I have so many problems and awful side effects from having essure procedure done."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, exostosis, intervertebral disc degeneration, arthritis, back pain, complication of device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction, arthritis, back pain, complication of device removal, exostosis, intervertebral disc degeneration, medical device removal and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: event "there were some complication with my surgery" added. Social media report: reporter information added. On 20-mar-2020: event "I have so many problems and awful side effects from having essure procedure done." Added.social media report: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding bladder"), exostosis ("bone spur"), intervertebral disc degeneration ("degenerative disk disease"), arthritis ("arthritis") and back pain ("back problems / pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, exostosis, intervertebral disc degeneration, arthritis and back pain outcome was unknown. The reporter considered arthritis, back pain, exostosis, intervertebral disc degeneration, medical device removal and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.